Event description:
Patient was resting in the bed. Pillow was hot. Face was hot. Mom lifted pillow and found otoscope under pillow. She picked it up and immediately dropped it as it was hot. Findings: mom was seen in ed. First degree burn to finger tips. No blistering. Painful to palpation. Neurovascularly was intact.